Manufacturer narrative:
Investigation description. Sleep wake button unresponsive. Due to foam shift.

Event description:
It was reported that the ilet device¿s sleep/wake button was unresponsive for two weeks, with additional issues of poor touchscreen response and accelerated battery depletion, after the user confirmed the device software was current. Symptoms included none related to hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no medical intervention, no hospitalization, and no impact on daily activities beyond device usability. Investigation included customer troubleshooting and education. Investigation of this case revealed a suspected hardware malfunction involving the sleep/wake button, possible touchscreen input failure, and potential battery performance degradation. It was concluded, based on previously established findings for similar reports, that the cause was device component malfunction.